Manufacturer narrative:
Literature citation: wheatcroft md, greco e, tse l, roche-nagle g. Heparin-induced thrombocytopenia in the presence of a heparin-bonded bypass graft vascular 10/18/2011.

Event description:
A (B)(6) woman underwent a profunda to tibio-peroneal trunk bypass using a 6-mm propaten graft. The hallux was amputated at the end of the procedure. Despite graft patency determined by duplex, her foot began to deteriorate on postoperative day 6 with progression of the wound. Despite anticoagulation and patent bypass grafts, the wound edges of the amputation site became progressively necrotic along with extension along the plantar aspect. On postoperative day 15, the pt underwent left above knee amputation and complete removal of the propaten graft. Intraoperatively, the graft was well incorporated with no evidence of gross clot in the graft. The platelet count recovered on removal of the graft. The pt made a slow but uneventful recovery with no significant wound complications.